Manufacturer narrative:
The philips remote service engineer was advised that the device fell out of the mounting bracket at the nurse station. The customer was unsure what caused the device to fall out of the mounting bracket but stated that it could have been bumped/pushed on. The customer was able to move the device back into the mounting bracket under the nurse desk and secure it into place. It was confirmed that the device was in normal operation after being securely mounted.

Event description:
It was reported that the device fell out of the mounting bracket and onto the floor at the nurse station. The device was in use on a patient at the time of the event. There was no adverse event reported.